Event description:
It was reported that during an attempted implant procedure, the ventricular setscrew would not tighten and screw popped out of header. Additionally, the atrial setscrew was noted to be missing. The device was replaced. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field events of an inability to tighten the set screw and the septa being separated from the header were confirmed in the laboratory. Visual inspection identified parylene on the header of the device. This material prevented the glue from properly securing the septa to the device header. The reported field event of high hv lead impedance was not confirmed in the laboratory.